Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the discrepancy occurring on a previous day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by reloading the same cartridge, and technical support educated the caller about variances in measured pressures affecting the insulin amount calculations. Caller understood and acknowledged the explanation.